Manufacturer narrative:
Clarification to section d: device information has not been provided. Device has been defaulted to a saline device at this time. Histopathological markers cd30+ and alk- have not been received, hence the report of alcl has not been confirmed. The event of breast implant associated anaplastic large cell lymphoma (bia-alcl) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: reported as "possible alcl".

Event description:
Healthcare professional reported through sales representative reported "possible alcl case". Histopathological markers of cd30+ and alk- have not been received, hence the report of alcl has not been confirmed. This record is for the left side. Device remains implanted.